Event description:
Complainant alleged that while attending to a male pt in cardiac arrest, the device displayed a "check pads" message with electrodes attached to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.